Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 14lp low profile balloon catheter was examined. Distal tip has a jagged edge. 1.0cm of the catheter is twisted approximately 1.0cm from the distal tip. Balloon was inflated and no leaks were detected. No damage noted to the balloon. Length of device measured within specifications and balloon length measured within specifications. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. There is no evidence the balloon ruptured. Twisting was noted at the distal tip of the catheter. There was vessel calcification that may have contributed to the twisting. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the patient had a lower leg angiogram. During use of the advance 14 lp low profile balloon catheter, the balloon ruptured. The inflation pressure used was 6 atm. It is unknown the type of contrast or the mix of contrast to saline that was used . The lesion was located in the tibial perineal trunk. There was vessel calcification noted but no angulation. It is unknown whether the balloon burst circumferentially or longitudinally. No unintended section of the device remain inside the patient's body. There are no reported adverse effects on the patient due to this occurrence.